Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error did not reappear, allowing the caller to successfully start their sensor session.